Event description:
It was reported patient had their scs system explanted due on an unknown date due to ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.